Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 395 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient realized the cannula had not properly inserted in the infusion site; the cannula also appeared bent upon pod removal. Additional method of treatment was not provided.